Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to power switch mechanism failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the power button on the visera 4k uhd camera control unit did not work. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed the power switch could not be turned on due to a power switch mechanism failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The power switch mechanism failed causing the power switch system to be stuck and not turn on. Additionally, the evaluation revealed that there was also a scratch on the front panel and the electrical contact was deteriorated. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.